Event description:
It was reported to (B)(4) that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2023 for stent clearance. During the procedure, the scope lost visualization and the boot screen appeared. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.